Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 2 potential false positive sars results. Customer states they were negative by other brand otc antigen kits. Report 1 of 2.